Event description:
Respironics remstar plus domestic, model no 1005960 CPAP sleep apnea medical device is defectively designed and an electrocution hazard. The device, about the size of a shoe box, provides a measured continuous positive air pressure through a flexible hose to a nasal mask which allows a user to sleep comfortably with sleep apnea. To avoid mouth and nasal dryness, the device can be attached to an optional heater-humidifier, which heats the air and provides moisture. This device is a tray on which the basic device rests, but which has an elongated platform at the front. On this platform rests a plastic water tank. Air from the device flows into the tank, absorbs moisture from the water in the tank, and exits from the top of the tank into the hose to the mask. The tray has a metal heating element under the water tank, which is powered by an electrical power supply from a wall outlet through the heater-humidifier and into the device. The design flaw is that the water tank is filled and sealed from the bottom with a seal between the plastic water tank top and the combination plastic/metal tank base. This seal simply does not stay watertight, causing the tank to leak, despite following all product instructions as to installation and cleaning. Water from this leak flows onto the heating element, into the heater-humidifier unit, and out the bottom and back of the unit. While I get relief using the device, and benefit from the humidified air, I have awakened on about a dozen occasions during the 2 yrs, I have used the device with an empty tank and water all over the plugged in device and night table holding the machine. I have complained to my medical provider and the manufacturer, who indicated that they were unaware of any other tank design than a bottom seal. I have also obtained a replacement tank to attempt to avoid the leak. I believe that this device is dangerous, because the leaking water creates an electrocution hazard. I am connected by the mask and hose to a plugged-in electrical device that is soaking wet and resting in a pool of water. To avoid electrocution, as well as a messy cleanup, I have disconnected the heater-humidifier and emptied the water tank, which provides less than optimal sleep. I would like this device investigated and a top sealing water tank developed to avoid this problem. Thank you. Dates of use: 2006 - 2008 (nightly). Event reappeared after reintroduction: yes.